Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (450 mg/dl). Reportedly, the customer has a lot of scar tissue and declined troubleshooting with tandem technical support. Customer delivered a bolus and administered insulin injections to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional. Customer reported bg levels dropped to 160 mg/dl with trace of ketones, and stated they will discuss diabetes management with customer's health care professional as well as possibly changing the basal rate.